Event description:
It was reported that a patient had back issues and pain in the kidney area. The pain was described as jolting, was on the right side, and wasn¿t constant. It was unknown what was causing the pain and kidney stones had been ruled out. The patient¿s pain had been excruciating for the last five days and she also had blood in her urine. The patient felt like she had an infection and had gone to the emergency room because of the pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0ewzj, implanted: (B)(6) 2014, product type: lead. (B)(4).